Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry it was reported that subject presented with coronary atherosclerotic cardiopathy. In (B)(6) 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. The target lesion#1 was located in the proximal left anterior descending artery (lad) with 75% stenosis and was 28 mm long, with a reference vessel diameter of 2.5 mm. The target lesion#1 was treated with pre-dilatation and placement of a 2.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion#2 was located in the middle lad extending up to distal lad with 85 % stenosis and was 38 mm long with a reference vessel diameter of 3.0 mm. The target lesion#2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. Medication was given to treat the event. Three days later, the subject was discharged on aspirin and ticagrelor. At the time of reporting the event was considered to be recovering/ resolving.